Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module compared to the abbott method. The customer provided data for 3 patients. Based on the data provided, discrepant results were identified for tsh, elecsys ft4 ii assay (ft4 ii) or elecsys ft3 iii (ft3 iii) for all 3 patients. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The customer suspects an interference.

Manufacturer narrative:
The sample from patient 1 from (B)(6) 2018 was submitted for investigation. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. The samples from patients 2 and 3 were not submitted. The customer's tsh results for patient 1 were reproduced at the investigation site. The tsh results for patient 2 were marginally above the normal reference range by the roche method and within the normal reference range by the abbott method. The tsh results for patient 3 were above the normal reference range by the roche method and within the normal reference range by the abbott method. Since the samples from patients 2 and 3 were not submitted, the investigation could not be completed for those patients. Assays from different manufacturers, in this case abbott, can generate different results. Differences in tsh values between manufacturers is related to the different antibodies used, differences in the set up of the assay and differences in standardization methodologies. The investigation did not identify a product problem. The cause of the event could not be determined.